Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported low blood glucose levels that required assistance from the paramedics. The customer took a bolus prior to calling the paramedics, and stated that the amount she gave herself was too much. Nothing further reported.